Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an umbilical hernia (characterized by drain complications), which warranted hospitalization, surgical intervention, and the temporary transition to hd therapy for rrt. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient, malfunctioned, failed to meet the users¿ expectations¿ and/or the manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate preexisting weaknesses in the supporting abdominal wall structures. Additionally, the surgical implantation of the pd catheter required for rrt also increases the risk of hernia formation.

Event description:
On (B)(6) 2024 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to an unspecified hernia. During follow-up, the patient¿s home program manager (hpm) confirmed the patient was hospitalized for evaluation on (B)(6) 2024 due to ongoing drain complications. Radiological studies diagnosed an umbilical hernia, which was not present prior to the start of pd therapy. On (B)(6) 2024 the patient¿s pd catheter (not a fresenius product) was surgically removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without any reported issues (allowing time for the patient¿s abdomen to heal) and remains hospitalized awaiting the surgical repair of the umbilical hernia (date to be determined). Per the pdrn, the patient did not encounter any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the pdrn, the definitive cause of the umbilical hernia is unknown. The patient is recovering from the serious adverse events and will likely return to ccpd once the umbilical hernia is repaired.

Event description:
On 29/oct/2024 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to an unspecified hernia. During follow-up, the patient¿s home program manager (hpm) confirmed the patient was hospitalized for evaluation on (B)(6) 2024 due to ongoing drain complications. Radiological studies diagnosed an umbilical hernia, which was not present prior to the start of pd therapy. On (B)(6) 2024 the patient¿s pd catheter (not a fresenius product) was surgically removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without any reported issues (allowing time for the patient¿s abdomen to heal) and remains hospitalized awaiting the surgical repair of the umbilical hernia (date to be determined). Per the pdrn, the patient did not encounter any fresenius device(s) and/or product(s) deficiencies or malfunctions. Per the pdrn, the definitive cause of the umbilical hernia is unknown. The patient is recovering from the serious adverse events and will likely return to ccpd once the umbilical hernia is repaired.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.